Event description:
A bipap a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation at a third-party service center the bipap a30 device was visually inspected, and no evidence of foam degradation was found, however the technician noted that the pca needed to be replaced due to ventilator inoperative error codes e-86 (failure of the outlet pressure sensor.). Additionally, dust/dirt and tobacco contamination was found inside the device, and the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. No visual defects found. No repair was performed. The device will be scrapped as per customer request.